Event description:
(B) (6) received info that this dextrus atrial lead dislodged, resulting in loss of sensing and capture. In a revision procedure the lead was explanted and successfully replaced by a new lead.